Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate was used after expiration date. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: material #: 362761. Lot/batch #: 2202788 and 2202791. Bd had not received samples or photos for evaluation. The product expired 31july2023. Bd does not recommend using product that is expired. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode expired. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2202788. D.4. Medical device expiration date: 31-jul-2023. H.4. Device manufacture date: 21-jul-20222.